Event description:
A US Distributor contacted ZOLL to report that a patient was experiencing "add gel/replace belt" messages.

Event description:
A US DISTRIBUTOR CONTACTED ZOLL TO REPORT THAT A PATIENT DEVELOPED A RASH UNDER THE LIFEVEST EQUIPMENT. PATIENT DESCRIBED THE AREA AS A RASH AFTER SKIN CONTACT OF GEL THAT IS FOR THE ELECTRODE BELT. THERE WAS NO ALLEGED DEVICE MALFUNCTION CONTRIBUTING TO THE IRRITATION. THERE IS NO INDICATION THAT THE PATIENT RECEIVED MEDICAL INTERVENTION. FOLLOW UP INDICATED THAT THE SKIN IRRITATION IMPROVED. REPORTING OUT OF AN ABUNDANCE OF CAUTION.

Manufacturer narrative:
NOT APPLICABLE

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to pulse wire broken from solder connection in the distribution node.The root cause for the broken cable could not be positively identified. There were no adverse events associated with the damaged belt.